Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and deflation". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and capsular contracture was received on may 13, 2025, with lot number 3200278. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, d9, h3, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade iii and deflation". This record is for the right side. Device was explanted.